Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and hypertension. The patient also had a family history of hypertension. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), hydrocodone, ibuprofen and paracetamol (acetaminophen). On(B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / severe cramping"). On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. In july 2011, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding"). In july 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding (abnormal)"). On an unknown date, the patient experienced back pain ("lower back pain"), migraine ("migraine headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2012: total bilateral occlusion tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs and mr received. Reporter information were added and updated. Event: apareunia (inability to have sexual intercourse), vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia (painful sexual intercourse). Outcome of the events sharp pelvic pain, heavy bleeding/abnormal bleeding (general), lower abdominal pain / severe cramping and lower back pain were updated. Concomitant drug were added. Medical history and lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / severe cramping"). On an unknown date, the patient experienced back pain ("lower back pain") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy in (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/ pain') and genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, hypertension, miscarriage, pregnancy, multigravida, parity 2, vaginal delivery, mood change, dysfunctional uterine bleeding, endometriosis and anemia. The patient also had a family history of hypertension. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), hydrocodone, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain / severe cramping"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 year after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia/abnormal bleeding"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding (abnormal)"). On an unknown date, the patient experienced back pain ("lower back pain") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, migraine, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2014 (as per pfs). Discrepancy noted for date of removal: (B)(6) 2013(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received. Reporter information, patient medical history, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.